Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a cardiac arrest. When trying to access more details, they weren't allowed to access those records. The patient was referred to visit the physican for a follow-up. No further information is available.